Event description:
It was reported to philips that the allura system would not boot-up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system indicating ¿allura is not booting up all the way. No displays in control room¿. Philips remote service engineer (rse) confirmed that the host pc failed to boot up successfully. Upon functional testing, philips remote service engineer (rse) inspected the system remotely and confirmed that there was no power at ny-ac-th (e1) of the pdu when the system is off due to an issue in host pc bios setting. The customer only had assist agreement with philips which does not include parts labor. Philips remote service engineer (rse), assisted with troubleshooting defective pc and provided part number for host pc. Customer didn¿t contact philips for further follow up. Therefore, no further action is necessary at the time and there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.